Event description:
It was reported that the remote monitoring transmission showed the patient had atrial tachycardia refectory events which were falling during a period resulting in the device bi-ventricular pacing less than the programmed tracking rate. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 implantable pacing, lead (B)(6) 2010, 457445 implantable pacing lead (B)(6) 2007. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).